Event description:
The patient was enrolled in a study. It was reported to the study site that the patient expired. There is no allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The patient complained of dyspnea and was diagnosed with chf in (B)(6) 2012 and received an ICD system. In (B)(6) 2012, recurrence of dyspnea and signs of worsening heart failure were observed. No further information is ava ilable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.